Event description:
It was reported that during a ptca procedure, the catheter became stuck on another manufacturer's wire. The entire system was removed without incident. No pt injuries or complications occurred.